Event description:
It was reported that the telescope had detached scope lens. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the scope lens detachment was found to be that the lens inside the optical system had broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.